Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt (germany) is experiencing intermittent stimulation. A diagnostic test revealed invalid impedances measurements for all lead contacts. The pt denies experiencing any traumatic event which could have attributed to this matter. Surgical intervention will be undertaken on a later date to address this issue.